Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 09/15/2025. Data was further reviewed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported experiencing a low continuous glucose monitoring (cgm) value in the late morning, approximately between 11:00 a.m. And noon. No specific cgm value was provided. The patient was self-treated by eating and administering insulin, then proceeded to take a nap around 1:00 p.m. The patient stated that she received her first low glucose alert at 97 mg/dl; however, she noted that the alert was not as long or loud as expected from the mobile device. Following the alert, her cgm values reportedly dropped rapidly, though no specific values were documented. Eventually, the patient experienced disorientation and fell to the floor, resulting in bruising on her leg and a bump on her head. She reported being unconscious for approximately two hours. The patient was awakened by her dog barking and a neighbor knocking at her door. Approximately 15 minutes after regaining consciousness, she self-treated with soda from her nightstand. The patient did not seek medical attention or higher-level care, and there was no documentation of medical intervention. At the time of the report, the patient was described as ¿stable.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.